Event description:
A patient reported possible inaccurate results with a surestep meter. During back to back testing, ss meter displayed blood glucose readings of 100mg/dl and 400mg/dl successively. Patient did not experience any adverse events. Meter has been replaced. No allegations of harm have been made.